Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user aspired blood, air was aspired. Therefore, the catheter was replaced with a new one.". No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc and the product lidstock for analysis. Visual inspection of the catheter showed no obvious defects or anomalies. The catheter body total length measured 215 mm which is within the specification of 207 mm - 227 mm per catheter product drawing. The catheter body outer diameter measured 2.41 mm which is within the specification of 2.39 mm - 2.49 mm per catheter extrusion product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000075 rev. 17 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tested, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The customer report of a catheter body leak prior to use could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed according to bs en iso 10555-1 annex c. The catheter passed all relevant dimensional inspection. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "when the user aspired blood, air was aspired. Therefore, the catheter was replaced with a new one.". No patient harm reported.